Manufacturer narrative:
Product ID 977a260 lot# serial# (B)(4) implanted: 2020 (B)(6) explanted: product type lead. Product ID 977a260 lot# serial# (B)(4) implanted: 2020 (B)(6) explanted: product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2023, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins). Patient reports fall sometime in (B)(6) 2021, unsure of date. Patient had xray, no fracture, however, left percutaneous lead migration noted. Battery connectivity impedance check within normal limits. Rep able to program without use of left lead. Of note, when mapping on left lead patient reports stimulation sensation in organs. Patient also reports increased difficulty getting ins to charge since fall. Pt controller requiring increased time to connect, intermittently shuts off. Patient to call patient services for replacement remote recharger. The issue is resolved.